Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the migraine, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff undergo essure confirmation tests as per current pfs: date(s) of removal: (B)(6) 2014, hysterectomy with bilateral salpingectomy (as written, per pfs, please note procedure discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet received. Outcome for events menorrhagia & vaginal bleeding updated to recovered resolved. Product, patient & reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), uterine perforation ('perforated the fundal portion of the uterus'), heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, chronic cervicitis, luteal cyst of ovary, paratubal cyst, grand multiparity, right lower quadrant pain and weight loss. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only),laparoscopic hysterectomy, bilateral salpingectomy, total laparoscopic hysterectomy with bilateral salpingectomy and right oophorectomy and ablation). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the uterine perforation, migraine, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff undergo essure confirmation test hysterectomy with bilateral salpingectomy (as written, per pfs, please note procedure discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in september 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: medical record received. Reporter information, medical history, new event: perforated the fundal portion of the uterus was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), uterine perforation ('perforated the fundal portion of the uterus'), heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, chronic cervicitis, luteal cyst of ovary, paratubal cyst, grand multiparity, right lower quadrant pain and weight loss. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse )"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only),laparoscopic hysterectomy, bilateral salpingectomy, total laparoscopic hysterectomy with bilateral salpingectomy and right oophorectomy and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the uterine perforation, migraine, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, heavy menstrual bleeding, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff undergo essure confirmation test. Hysterectomy with bilateral salpingectomy (as written, per pfs, please note procedure discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('vaginal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), dyspareunia ("dyspareunia (painful sexual intercourse )") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, migraine, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff undergo essure confirmation tests. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received:case became incident. Event injury nos deleted and event vaginal bleeding, menorrhagia, migraine, headaches, dyspareunia, fatigue, weight gain, abdominal pain were added. Aka reporter added. Patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.